Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and nine days post a port placement, the device allegedly had a leak in the tubing. It was further reported that the patient allegedly experiencing extravasation, infection, and pain. Reportedly, the device was removed and the patient was very keen for it to be analyzed. Evidently, the antibiotics was used to resolve the issue. The current status of the patient is unknown.

Event description:
It was reported that five months and nine days post a port placement, the device allegedly had a leak in the tubing. It was further reported that the patient allegedly experiencing extravasation, infection, and pain. Reportedly, the device was removed and the patient was very keen for it to be analyzed. Evidently, the antibiotics was used to resolve the issue. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port kit was returned for evaluation. Visual, microscopic, dimensional and functional evaluations were performed on the returned device. No leaks were observed throughout the port septum and the attached catheter upon hydrostatic infusion. Therefore, the investigation is inconclusive for the reported fluid leak issue as the exact clinical circumstance cannot be reproduced under laboratory condition. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.